Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed an increase in short interval counts (sic). The increased sic is suspected to be from lead-to-lead interaction with a previously capped lead that remains in the patient. In office testing was unable to replicate the oversensing and an x-ray has been scheduled. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead displayed oversensing noise related to the lead-to-lead interaction. The old/previously capped lead has now been extracted. While the current active lead remains in use. No patient complications have been reported as a result of this event.